Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: due to a scratch on switch 1, water tightness was lost, the plastic distal end cover had a scratch, the light guide lens had discoloration, the objective lens had discoloration, the scope connector cover unit had a scratch, the suction cylinder paint was peeled, the forceps elevator lever had a scratch, and the free-engage knob had a scratch. The right/left knob had a scratch, the up/down knob had a scratch, the flexibility adjustment ring had a scratch, the switch box had discoloration, the switch box had a scratch, the scope cover had a scratch, the scope connector had discoloration, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, the adhesive on the bending section cover had a crack, the adhesive on the bending section cover had a chip, due to damage on the up/down the knob, water tightness was lost, the connecting tube had a scratch, and due to dirt on the objective lens, there was a lack of image on the monitor. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the foreign material could not be specified. The reprocessing was performed in according with instructions for use (IFU); therefore, the root cause of why the foreign material remained on the subject device could not be specified. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: operation manual, cf-ez1500dl/I, chapter 3 preparation and inspection. Reprocessing manual, cf-ez1500dl/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device. E1: establishment name: (B)(6) hospital.